Event description:
It is reported that the universal modular electric/battery double trigger handpiece starts to run on its own when battery is installed. There was no pt harm or delay reported.

Manufacturer narrative:
The device was not returned to the MFR. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.